Event description:
A report was received from the device distributor of cases of endophthalmitis reported by one physician and occurring at one site in mexico. The operating physician indicated that he suspects these events are associated with the healon, lot uc30203, used during surgeries. No identifiers for the pts involved were received, and we are unable to obtain any add'l info.

Manufacturer narrative:
Retained samples from the same lot of the reported device were tested and met all mfg specifications. Prod history records for this lot were reviewed and all records indicate the prod met release criteria. There were no samples received from the reporting physician. An eval of the results from the environmental monitoring and release testing including bioburden, bacterial endotoxins and sterility testing were reviewed and met all specifications. The analysis of prod data and environmental monitoring data from the production of the reported lot does not indicate any issues with the prod or processes. Approx 20,000 units from this lot were distributed with no add'l reports of a similar nature received. While the comp was unable to determine the cause of these adverse events, our investigation reasonably suggests it is not mfg related.